Event description:
It was reported that there were no pacing, no output and no telemetry. It was also noted that at the device check 10 months earlier, all was ok and the remaining longevity was estimated to be one year. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: (B)(4) testing revealed no output and no telemetry. The no output and no telemetry conditions were the result of lifted hybrid bond wires.